Event description:
It was reported that while in use on a patient, the nkv-550 ventilator touchscreen froze after the respiratory therapist pressed the inline suction button. The ventilator continued to ventilate the patient during the event. The ventilator was removed from service and replaced with another ventilator. No patient injury was reported.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.